Manufacturer narrative:
The device was not returned for analysis. Field reported that there was no issue with the valve, this valve was replaced with a bigger size valve. No additional information was provided regarding this issue. This event is not reportable, a letter is not requested, and there is no indication of a product quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm sjm regent heart valve w/ flex cuff was chosen for a procedure. The valve was implanted and after that it was noted that the leaflets were obstructed. They explanted the valve and a new 21mm sjm regent heart valve w/ flex cuff was chosen and completed the procedure.